Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limits alarms noted. Off no power and low battery alarm functioned properly. The insulin pump had motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump they were having depleted battery life. The customer's mother reported that the insulin pump just beeped once then died. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the battery was not previously used. The customer's mother stated that they were not using a rechargeable battery. The customer's mother stated that they do not perform excessive button pressing. The customer's mother stated that the backlight was not used frequently. The customer's mother stated that they did not have unattended alarms. The customer's mother stated that the insulin that the depleted battery life was not resolved after multiple new batteries. The customer's mother mentioned bad battery alarm and battery out limit alarm. The customer's mother declined to troubleshoot for bad battery alarm and battery out limit alarm. The insulin pump will be returned for analysis.